Event description:
It was reported that after the iab ws inserted in the pt, the pump experienced helium loss alarms and the balloon would not unwrap. The iab was removed without any pt complications.